Manufacturer narrative:
Customer has determined only one technologist had this problem with the injector, the other technologists did not experience the issue. The technologist that had the problem has not had any recent issues, so at this time, they do not wish to have a field service engineer (fse) evaluate the system. They believe the injector to be fully functional. Unit remains in service. Complaint database history search shows no other similar issues with this unit. No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. Customer reports no problems.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports (B)(6) female having a chest/abd/pelvis CT had 13ml of optiray 320 infiltrate into the left ante cubital vein. The patient had a 24 gauge IV access device connected to a heplock valve, connected to the low pressure tubing and prefilled optiray 320, 100ml prefilled syringe. Injection protocol of 1.0ml/sec for 75ml volume. The patient was treated with massage, ice paks and extremity elevation for about 30 minutes. Infiltration resolved and patient is fine. No additional details are known.